Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a short in the ribbon cable against the bottom edge of drawer 6 in the auxiliary. A field service engineer replaced the ribbon cable and zip-tied it out of the way of sharp edges. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiples drawers were not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers were not detected on bus, which located on 6wp. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 7 drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) hospital. Additional information: section h imdrf annex codes. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter facility name, section g manufacturing location. The reported condition of "es - multiples drawers are not detected on bus" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that all drawers in the 7 drawer auxiliary and all doors in the 4 door tower were not detected on the bus. Through process of elimination, the issue was isolated to the auxiliary assembly. Further inspection identified a ribbon cable shorted against the bottom edge of drawer 6 in the auxiliary (enhanced full height cubie drawer). The fse replaced the ribbon cable and secured with zip ties, routing it away from sharp edges. Diagnostic testing was performed, and the drawer detection faults were resolved with no issues observed. During dchu visual inspection: pn 121085-01: the inspection revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 121085-01: no further testing was required due to evidence of thermal damage, including exposed copper strands with sharp bends and visible burn marks observed on the "assy cbl pyxibus 7 drawer". The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue "es - multiples drawers are not detected on bus" was due to the damaged of the "assy cbl pyxibus 7 drawer (pn 121085-01) which had signs of exposed copper strands which led to the observed thermal damage compromising the drawer's functionality.